Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: sg-64, s/n: unknown, use by date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors and an endurant aortic cuff were implanted for the emergent endovascular treatment of a proximal type I endoleak in a previously implanted the talent stent graft. The aortic neck was 29 mm in diameter at the renal arteries and 32 mm in diameter 20 mm below the renal arteries. The investigator elected to implant four heli-fx aptus endoanchors into the talent stent graft. Then an endurant aortic cuff and six heli-fx aptus endoanchors into the endurant aortic cuff adequately penetrating the aortic wall were implanted; however, the endurant aortic cuff was inaccurately implanted covering the renal artery; therefore, the physician implanted a chimney stent in the left renal artery and blood flow was restored. "Implant". Five days post re-intervention the CT revealed a proximal type I endoleak. The CT one-month post intervention that there were no endoleaks present. The investigator did not indicate the relationship of the events to the devices; however, the crf indicates that the aortic neck diameter is greater than the previously deployed talent stent graft and the endurant aortic cuff was inadvertently implanted higher than intended. It was reported 5 days post the index procedure the patient had a vascular aneurysm after migration of a non-medtronic thoracic stent graft. This led to an intervention with the explant of the thoracic stent and the use of a tubular prothesis in the thoracic aorta. This event was assessed as not related to the study device or procedure by the investigator and assessed by the sponsor as possibly related to the study procedure. It was reported approximately 2 months post the index procedure there was a haemoglobin decrease deemed possibly related to the index procedure. The patient was treated with medication/gastroscopy and the event resolved 4 months post the index procedure. It was noted that it was a suspected git bleed but the cause of the hb decrease wasn't found and couldn't be confirmed. No additional clinical sequelae were reported and the patient is fine.